Manufacturer narrative:
The device has been returned, however, it is pending evaluation. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.

Event description:
Information was received that 15 days after the implant procedure, the surgeon noticed that the nail had distracted very little and decided that the distraction of the nail should be accelerated; however, after follow up, it was noticed that distraction had completely stopped. It was then decided that the patient should have another procedure where the osteotomy line was checked and 1cm lengthening was attempted and was unsuccessful. The nail was then explanted, lengthening was attempted in the operating room again and was successful. The nail was was then implanted again into the patient, however, the nail would not distract. It was finally decided that they would implant a new nail.

Manufacturer narrative:
Device evaluation: the nail was returned to nuvasive for evaluation. An initial visual inspection discovered minor scratches to the housing tube and minor burrs generated from the drilling process on the distraction rod holes. Force testing was performed and a minimum retraction, maximum distraction, and force testing all met the specifications. X-rays showed no damage of the internal components. The nail performed as expected, therefore, the reported failure was unable to be confirmed and no root cause was able to be determined. Device record review: a review of the device history record (DHR) indicates the nail was manufactured by the specified requirement at the time and met all the required inspections before shipment.

Event description:
No additional information has been provided.